Manufacturer narrative:
On 15-oct-2021, the product investigation was completed. It was reported that a 54-year-old male patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Toward the end of the afib case, a pericardial effusion was noticed. The pericardial effusion was discovered when the smartablate generator had a spike in impedance and ablation was cut off while ablating along the ridge. The pericardial effusion was discovered when the patient blood pressure had gone down. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 450 ml of fluid was removed. The patient was reported to be in stable condition. The afib case was aborted and not completed. The physician believes the pericardial effusion was not caused by a bwi product. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30593800l] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Toward the end of the afib case, a pericardial effusion was noticed. The pericardial effusion was discovered when the smartablate generator had a spike in impedance and ablation was cut off while ablating along the ridge. The pericardial effusion was discovered when the patient blood pressure had gone down. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 450 ml of fluid was removed. The patient was reported to be in stable condition. The afib case was aborted and not completed. The physician believes the pericardial effusion was not caused by a bwi product. Additional information: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. Intervention was provided: pericardiocentesis. Patient outcome: was stabilized before leaving the room and still improving. The patient required extended hospitalization because of the adverse event: just to be monitored. Generator information: smart ablate. A thermocool® smarttouch® sf catheter was used. Force visualization features used: dashboard, vector & visitag with visitag module parameters for stability: 5mm 3s force over time 25% minimum force 3g. Tag index was used as well. The system stop the ablation when the cut-off value was exceeded: it immediately stopped the ablation. Generator parameters: power control mode, temp cut off 40, 250 impedance cut off. Noted temperature, impedance and power: there was none the generator stopped the lesion right when he tried to come on. High impedance is not MDR-reportable. However, since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.